Event description:
It was reported that during a pre-use check, the customer found a crack in the connector. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The sample presents the luer broken. The manufacturing process do not have possible areas to damage or broke the part. 32 samples were assembled and leak tested by manufacturing procedure and no leaks were found. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: none.